Event description:
A customer contacted beckman coulter inc (bci) in regards to a fluid leak under the modular chemistry (mc) side of the synchron lx20 analyzer. No injury reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found 20+ cuvets out of limits, but no evidence of leakage form the mc side of the system was apparent. The issue could possibly be a wash manifold valve malfunction. The system is now operating without error. A new manifold is ordered for the unit. Investigation is ongoing regarding this event.